Event description:
It was reported to technical services on (B)(6) 2011 that this ra lead is undersensing. You can see some p-waves on the surface that are not being sensed. Also the a senses are very close to the rv senses. It doesn't look physiologic to have a conducted a sense that fast. Possible atrial lead dislodgement. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).